Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found that a partial lead was returned. The insulation was abraded at 8.5 cm to 9.7 cm from the distal tip. Abrasions are indicative of exposure to constant friction with another implantable device.